Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and nine months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a mechanical valve due to severe aortic insufficiency. No additional adverse patient effects were reported.